Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was in sleep mode when it first received for failure analysis. Per the device instruction manual (lab-5724e): ¿sleep mode operation the rad-5 can be placed into the sleep mode to allow the device to capture normal and abnormal data without triggering alarms. This mode will blank out the device display with the exception of the battery level indicator and the alarm silenced indicator and disable the alarms even after a power cycle. The keypad will be locked except for the power button. However, any single key press will bring the display back for 10 seconds. Upon power up, the slp mode will be displayed along with a 10 second display of parameters. The mode enter and next key held simultaneously for 3 seconds (select next (std), mode enter) will put it back into the special menu to exit. Caution: alarms are disabled in this mode.¿ sleep mode was disabled, and the unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: ls1 3ex, corrected data:

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the unit is intermittently not staying in monitor mode. Pressing "mode enter" is required in order to display readings. No consequences or impact to patient were reported.